Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) identified the error in the log, connected to the system, and logged in as cfn admin. A port test was run using knowledge article (tsc tool: how to use test-pyxisports.ps1 to test station ports), and a file was transferred. The tss observed that all ports were enabled except one port, which was disabled at the time of the error. The tss advised the customer of any recent changes and confirmed the station's dynamic host configuration protocol status to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was not communicating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.